Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient to reset the device on (B)(6) 2014 and it was reset was unsuccessful. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver ((B)(4)) was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirms firmware and hardware error code. The complaint of hardware error was confirmed. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.